Manufacturer narrative:
The x2 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's fill estimate displayed a value of +240 units after filling a re-used cartridge with around 150 units. The customer's blood glucose was in the 90's mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.